Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 353 mg/dl to the 400's mg/dl. Customer changed the infusion set sites or changed the pump supplies to address the issue.